Manufacturer narrative:
The complaint product has not been received as of the date of this report. No discrepancies were noted in a review of the batch record. There were no prior records of occurrences of hemorrhaging related to the use of tru-core instrument after a prostate biopsy. The IFU states the 18 ga x 20 cm and the 18 ga x 25 cm instrument are available in the uro configuration with the stylet notch upside-down and is specifically for prostate biopsies. The tru-core 16 ga x 20 cm non uro device was used in the reported incident. The IFU also states that the instrument should be used by a physician familiar with the possible side effects, typical findings, limitations, indications and contraindications of core needle biopsy. Physician judgment is required when considering biopsy. Physician judgment is required when considering biopsy on patients when bleeding disorder, or receiving anti-coagulant medications. It is noted that the device by design makes a hole and removes a half core sample from the tissue which could result in some bleeding. This could be aggravated through the use of an instrument with a larger 16 ga size versus the recommended uro instrument with the 18 ga size. It was reported by the distributor that the doctor changed from the complaint 16g instrument to the recommended 18 g instrument and no further incidents have been reported.

Event description:
Customers have tried this product on 18 patients for prostate biopsies and three of them got major hemorrhages and had to be taken to the ER for treatment. The type of treatment given was not known per the distributor. Argon became aware of this incident for the first time on (B)(6) 2014.